Event description:
Patient laying supine in an oblique position, left side being away from the table. Tech was standing on the pt's right side. Tech floated table and patient responded that fingers were pinched. Pt's left hand had been grasping around tables edge. The table did not give warning. Upon investigation, table was working as intended. Company confirmed there are no safety mechanism when utilizing floating movements.